Event description:
It was reported that after the carotid stent was deployed in the tortuous right internal carotid artery, the delivery catheter became caught on the stent and was difficult to remove. Poor flow was noted in the artery. The patient then experienced left-sided weakness and decreased responsiveness. The patient's head was repositioned, the delivery catheter was removed, and the patient's symptoms improved. The event was diagnosed as a stroke. No treatment was provided, and residual left upper extremity weakness was present at discharge the following day. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors for difficulty removing the device post-stent placement include but are not limited to, interaction with the stent, interaction with the anatomy and anatomical conditions. Based on the reported information, it appears that the difficulty removing was the result of the tip becoming caught on the newly placed stent. Additionally, it was reported that after adjusting the patients head, the delivery catheter was able to be removed. This suggests that anatomical conditions contributed to the interaction between the tip and the stent. As a result of this interaction, it was reported that the patient experienced poor blood flow resulting in left-sided weakness and decreased responsiveness. The event was diagnosed as a stroke. However, the symptoms improved after the delivery catheter was removed. Overall, the reported difficulties and subsequent patient effects appear to be due to the operational context. All xact stent systems are visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify proper stent deployment. A review of the lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for difficult to remove reported for this lot. There is no indication to suggest a product quality deficiency.